Event description:
Per independent repair center statement, the unit was alarming or red light. The key failure was the sieve beds kit was saturated. Additional malfunctions include the manifold for the pilot valve was not shifting, and the pe valve was sticking.